Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7 v for240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The pump was received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was 11.7 mmol/l at the time of the incident. The customer stated that the notification light did not immediately stop flashing. The product was returned for analysis.